Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 172 mg/dl. The customer states she got a critical pump error and said the first time she thought it aid 40 as well but could not get it to come back. The customer states they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm and noticed this issue occurred for the second time. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.